Event description:
It was reported that the device will not accept cassette was experienced.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. No physical damaged was found on the device. Upon inspection, yes, the reported "will not accept cassette" problem was duplicated. Found latch/lock optic flex circuit was not functioning. The defective latch/lock optic flex circuit was replaced.

Event description:
Additional information received: occurred during maintenance check between patients; returned to pharmacy. No injury to patient.